Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to deplete. Subsequently, after turning the pump on, an unexpected reset occurred. There was no patient involvement as the customer was not using the pump for therapy at the time of the event.